Event description:
On (B)(6) 2014, it was reported that the keypad buttons were unresponsive, with tactile changes. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up # 1 date of submission 03/03/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 02/13/2015 with the following findings: during investigation, the keypad was found to be torn over the ok button. The down arrow, ok and contrast keypad buttons were found to be intermittently unresponsive. The up arrow responded appropriately. The keypad was removed and there was contamination found under all button contacts.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.